Event description:
On (B)(6) 2023, this patient underwent an emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis and gore® molding & occlusion balloon. It was reported that a dissection was formed when the guidewire was inserted from right femoral artery, so the approach site was changed to the left femoral artery; however, it was realized that the left femoral artery was occluded. The procedure was changed to aorto-uni-iliac(aui). A confirmation angiography revealed a distal type I endoleak; therefore, an unplanned embolization of the right internal iliac artery was performed and additional stent graft was placed down to the right external iliac artery. Additionally, balloon rupture due to over dilation during very last touch up ballooning was reported. The procedure was completed without further issue. The patient tolerated the procedure. The following additional information was provided by japan: the occlusion in left femoral was confirmed before any gore device was used. The physician over inflated the balloon in an attempt to resolve the endoleak by ballooning. The balloon was used as molding balloon.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak and occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.